Event description:
It was reported the patient complained of "strange sensations" as well as discomfort at the implantable neurostimulator (ins) site. Follow-up information indicated the patient was also experiencing uncomfortable and overstimulation at the ins site. The ins was explanted and replaced and the issues are resolved.